Event description:
The first implantation was end of (B)(6) 2009, and that plate was fractured. (Was reported to per #(B)(4)) and (B)(6) 2009 the patient underwent the revision surgery with recon hemi mandibular platte, however, the plate fractured 5 months after revision surgery. (Right side teeth of the patient are normal, so he has broken plate but living daily life.) The surgeon is planning the 2nd revision surgery on (B)(6) 2010.

Manufacturer narrative:
Revision surgery not completed yet.